Manufacturer narrative:
On 02/22/2016 02:10 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Cs-cpl-2016-00067; (B)(6)

Event description:
The hospital reported that bom 7mm extended length endoscope broke. The scope warranty expired february 16, 2011.